Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient outcome could not be conclusively established through this evaluation. The submitted log files appeared to capture the hm3 lvas functioning as intended. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The hm3 lvas IFU lists neurological events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 after having several seizures.